Event description:
It was reported that the patient presented remotely. Remote transmission showed that the patient's implantable cardioverter defibrillator (ICD) exhibited electromagnetic interference oversensing of electrocautery during an unknown procedure which then caused the patient to be inappropriately shocked. No intervention was performed. Patient was stable.